Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter part bulges during pretest. On visual inspection the balloon was deflated, so they could not see if it was bulging on one side and check for other abnormalities in appearance. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
Per investigation evaluation, bd has determined this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter part bulges during pretest. On visual inspection the balloon was deflated, so they could not see if it was bulging on one side and check for other abnormalities in appearance. They cut the inlet tube and discarded the bag.